Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 4 of 5, while the hp was connected. Before the alarm, the hp did not disconnect, and there were no unused lines open. Also, leakage was not observed. The technical service representative (tsr) assisted the hp in removing the cassette, and the hp stated that they would complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.